Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) and diabetic ketoacidosis. The exact bg value and cause were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.